Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The sulu was received fully applied and engaged in interlock. The knife blade displayed no damage. The sulu was reset with staples from a test sulu and loading it into the returned stapler. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during an abdominal operation, the device had a poor staple formation while closuring and transecting the tissue. The staple were open or semi-open in the abdomen. The staple from the staple line fell into the patient's cavity and was retrieved. Suturing the staple line was done. There was no patient injury.